Event description:
It was reported that crystals were observed inside an unspecified amount of large volume infusors. The device contained fluorouracil 3600 mg in 5% dextrose for a total volume of 230 ml. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and it showed white striated marks resembling "crystals". These white striated marks were located on the exterior surface of the inflated bladder. The white striated marks are blooming antioxidant (ethanox). Antioxidant (ethanox) is an ingredient of the bladder material. The purpose of antioxidant is to prevent degradation of the bladder. Blooming antioxidants are caused by variation in the manufacturing bladder extrusion process and is a known phenomenon. Therefore, the white striated marks are not particulate matter. Blooming antioxidant (ethanox) is cosmetic and does not affect the function nor safety of the device. Blooming antioxidant is an expected product characteristic. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.